Event description:
The customer reported auto-cycling of the ventilator which may affect ventilation of the patient. No patient harm reported. Request for patient information yielded no response from the customer.